Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was a calcified, 90% stenotic lesion in a tortuous right coronary artery (rca). The physician attmepted to cross the lesion with a taxus express2 3.5 x 20 mm stent, however, could not cross the lesion. Consequently, the taxus stent was never deployed. After the removal of the taxus stent it was noticed that the stent was bent. The physician successfully completed the procedure with another taxus express2 3.5 x 20 mm stent. No pt injuries or complications were reported. Pt status is reported as "satisfactory/good."